Event description:
A customer reported that a system message displayed and locked the system during a cataract intraocular lens implant procedure. Following a five minute delay to exchange the system for an alternate unit, the procedure was able to be completed with no patient harm.

Manufacturer narrative:
The company representative examined the system and confirmed the customer reported system message (sm) [vent valve failed close]. The company representative replaced the solenoid spacer for both the vent and irrigation valves. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause can be attributed to degradation of the components replaced. An internal investigation has been opened to address this issue. (B)(4).